Manufacturer narrative:
The au5800 analyzer was evaluated, and the customer replaced four valves involved in buffer dispensing. Replacement of 4 valves resolved the issue; however, it is unknown which valve primarily contributed to the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in spain reported the generation of erroneous high na (sodium), k (potassium) and cl (chloride) patient results. The erroneous results were not reported out of the laboratory; hence, there was no change in patient treatment reported. The customer did not provide any examples of data.